Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the cardiac resynchronization therapy defibrillator was found in backup vvi mode. The device was restored to its previous settings. The patient was well, and no adverse events were noted.